Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) cannot be charged and is temporarily not in use. No patient involvement reported.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during routine inspection, the cs100 intra-aortic balloon pump (iabp) cannot be charged and is temporarily not in use. No patient involvement reported.

Manufacturer narrative:
Corrected field: b5, h6 (medical device ¿ problem code). Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer informed that the device cannot be charged because the device is out of warranty and the customer refused to pay for repairs. The customer was advised that the faulty device cannot be used in clinical practice. The device is out of warranty, the customer has handled it on his own and refuses to disclose battery information.